Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed for replace battery now. Customer states that they did not receive low battery alert prior to replace battery now. It was the 10th occurrence of replace battery now without a low battery warning. Customer¿s blood glucose was 120mg/dl at time of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, active current measurement and selftest. Device received with high sleep current measurement due to moisture damage on all electronic assemblies. Device received with corroded force sensor assembly and moisture damage on motor assembly.